Manufacturer narrative:
An event regarding fractured screws involving a mis. Chandler retractor was reported. The event was not confirmed. Method & results: device evaluation and results: visual inspection not completed as device was not returned medical records received and evaluation: not performed as no medical records were not received for evaluation. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the event was not confirmed nor could the root cause be determined because the instrument was not returned for evaluation and insufficient information was provided. A supplier review of the event concluded "no action is required at this time as the device was not returned, there is no confirmation of a manufacturing issue" as per attached full investigation report. If the instrument and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
The customer reported that the weld on the chandler retractor which holds the screw on has snapped off. No parts fell into the patient.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report. Product discarded by customer.

Event description:
The customer reported that the weld on the chandler retractor which holds the screw on has snapped off. No parts fell into the patient.